Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found bent tip clamp and broken retaining clip in the reported problem area of the pipetter assembly. Both parts were replaced. The instrument was inspected, tested without further problems, and returned to service.